Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the monopolar curved scissors (mcs) instrument broke inside of patient unable to remove the instrument from port. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the damaged was observed on the mcs instrument. The section was damaged on section 2-3 (orange section and the grey before it). The tip cover is not available to be re returned. No wire was exposed at the tip, and no fragment fell off the instrument. The mcs tip cover did not slide off the instrument. No additional port was made; the cannula and the instrument were removed together. The instrument was sent back to isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the orange plastic section. The instrument appears to have detached fragments. Thermal damage was not observed. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage.

Event description:
Refer to h11 for follow-up information.